Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tlh laparoscopic hysterectomy while suturing the vaginal cuff, the surgeon (dr. (B)(6)) slowly took a bite of the vaginal cuff with the endostitch closing the jaws, slowly toggled the device, and when she released the handle to open the jaws the needle had fallen out of the jaws. A second endostitch device and vloc 180 reload was opened, and that device was used to complete the case with no other issues. There was no patient injury. There was user involvement with no user injury. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Trending: a review of the current historical complaint data reveals that this failure mode and/ complaint mode (needle disengaged) was identified as a trend on ((B)(4) 2016). The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.